Event description:
It was reported through retrospective clinical trial that patient required remedial therapy and other conservative approach in order to solve left knee stiffness and swelling. Outcome of this event has been reported as resolved with residual effects on (B)(6) 2014 and severity was deemed as mild.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).